Manufacturer narrative:
Additional information: the position of the cam when valve was received was 50mmh2o. The valve was visually inspected; a tear in the silicone housing above the valve casing was noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion were noted. The valve was dried. The valve was leak tested, no leaks were noted, not even from the tear in the silicone housing over the valve casing. The valve was tested for programming. The valve passed the test. The siphon guard was removed for the pressure test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve, product code 82-3146, with lot number cnhcp0, conformed to the specifications when released to stock on the 3rd august 2012. No root cause could be determined as no problem was found with the valve. The tear in the silicone housing above the valve casing could be due to wrong handling, but this could not be determined. As noted in the IFU silicone has a low tear /cut resistance. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
A follow up report is being filed as the sample was returned to the investigation site on (B)(6) 2014. Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
On (B)(6) 2009, the device was implanted via l-p shunt at 180mmh2o to the patient with subarachnoid hemorrhage ((B)(6) year-old male) the removal surgery of the device was conducted since the patient had diverticulitis. After removal, it was confirmed by CT scan that the ventricles of the patient's brain became large. On (B)(6) 2014, v-a shunt implantation was conducted. The setting pressure was 150mmh2o. The patient¿s condition was improved after implantation. Half a month later, the ventricles of the patient's brain became large again. The surgeon changed the setting pressure from 130mmh2o -> 100mmh2o -> to 80mmh2o, but the patient¿s condition was not improved and the occlusion of the device was suspected. On (B)(6) 2014, the revision surgery was conducted. The surgeon replaced only the valve with the same new product ((B)(4)) by connecting it to the originally implanted atrium catheter with a stainless connector. The patient¿s condition is still followed and reported as good.